Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had been having problems with their insulin pump. When they change the reservoir, the insulin pump gets to 6 and quits. The insulin pump was not recording the date or anything. The customer stated that the insulin pump was always prompting them to rewind. The issue had been happening for 3-4 months. The customer's blood glucose level during the incident was unknown. The alarm history was checked and an unexpected restart alarm was found. The alarm did not occur shortly after inserting a new battery. The unexpected alarm was recurring during normal insulin pump use. The customer was advised that the insulin pump needed to be replaced. The customer was advised to monitor the insulin pump and that they may continue to wear it until the replacement arrives. The device was returned for analysis.

Manufacturer narrative:
The device alarmed after battery change due to faulty connector on interface board. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarm or excessive no delivery alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.